Manufacturer narrative:
The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-mar-2017 for the following meddra preferred term: abdominal pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: lot number: 509345 manufacturing date: 2005112 expiration date: 2007/11. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation received. Company causality comment: this spontaneous medically confirmed case report was received via regulatory authority and refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had abdominal pain. Removal of device via total hysterectomy was scheduled. This event is anticipated in the reference safety information for essure. Abdominal pain may have multiple causes, including gynaecological and non-gynaecological etiologies. In the present case, patient also had digestive symptoms and major dyspepsia which could have contributed to the occurrence of abdominal pain. Nevertheless, given the nature of the event abdominal pain, a causal relationship with essure cannot be totally excluded. Non-serious events were also reported. This case was regarded as incident since device removal is planned. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was reported via regulatory authority (B)(4) - (reference number: (B)(4)) on 26-jan-2017. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who received essure (ess205) (batch no. 509345). The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast cancer. In (B)(6) 2006, the patient started essure (ess205). On (B)(6) 2006, the patient experienced metrorrhagia ("metrorrhagia"). In 2006, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), menometrorrhagia ("menometrorrhagia"), dyspareunia ("dyspareunia"), vulvovaginal dryness ("vaginal dryness"), loss of libido ("loss of libido"), dyspepsia ("digestive symptoms/ major dyspepsia"), musculoskeletal pain ("joint and muscle pain, incapacitating right scapular pain with paraesthesia in right upper limb in (B)(6) 2016"), syncope ("recurrent fainting spells/ syncope with no aetiology found, with loss of consciousness (due to cardiovascular problem), post-episode amnesia and accompanying trauma") with amnesia, injury ("accompanying trauma"), fatigue ("chronic fatigue and feeling of exhaustion"), malaise ("unexplained malaises with syncope"), general physical health deterioration ("deterioration of general health status"), headache ("headaches"), sexual dysfunction ("sexual disturbances"), gastrointestinal disorder ("progressive onset of digestive symptoms, functional digestive signs"), food intolerance ("gastrointestinal problems leading to disclosure of food intolerances"), arthralgia ("joint pain") and myalgia ("muscle pain"). In 2007, the patient experienced vulvovaginal mycotic infection ("vaginal fungal infections between 2007 and 2014"). In (B)(6) 2016, the patient experienced dizziness ("constant feeling of faintness with extreme fatigability"), paraesthesia ("incapacitingzzz right scapular pain with paraesthesia in right upper limb"), nausea ("nausea"), abdominal pain upper ("gastrointestinal problem including epigastric pain, bloating and constipation"), abdominal distension ("gastrointestinal problem including epigastric pain, bloating and constipation"), constipation ("gastrointestinal problem including epigastric pain, bloating and constipation"), amnesia ("loss of memory"), balance disorder ("loss of balance"), initial insomnia ("sleep disturbances i.e. Difficulty falling asleep"), middle insomnia ("nocturnal awakening"), disturbance in attention ("difficulty concentrating"), aphasia ("difficulty finding words"), vision blurred ("ophthalmological signs, intermittent blurred vision with almost constant feeling of dry eyes"), dry eye ("ophthalmological signs, intermittent blurred vision with almost constant feeling of dry eyes"), pelvic pain ("pelvic or abdominal pain"), ear disorder ("ent signs"), nasal disorder ("ent signs") and oropharyngeal discomfort ("ent signs"). On an unknown date, the patient experienced pain in extremity ("heel pain"), facial pain ("recurrent facial pains"), migraine ("migrainous headaches") and ophthalmological signs ("ophthalmological signs"). On an unknown date, the patient experienced weight decreased and haematoma. The patient was treated with surgery (removal of device via total hysterectomy was scheduled). Essure (ess205) treatment was not changed. In 2014, the vulvovaginal mycotic infection had resolved. At the time of the report, the abdominal pain, metrorrhagia, menometrorrhagia, dyspareunia, vulvovaginal dryness, loss of libido, dyspepsia, musculoskeletal pain, syncope, injury, fatigue, malaise, general physical health deterioration, headache, sexual dysfunction, gastrointestinal disorder, food intolerance, arthralgia, pain in extremity, facial pain, migraine, second episode of musculoskeletal pain, paraesthesia, nausea, abdominal pain upper, abdominal distension, constipation, second episode of amnesia, balance disorder, initial insomnia, middle insomnia, amnesia, disturbance in attention, aphasia, vision blurred, dry eye, pelvic pain, ear disorder, nasal disorder, oropharyngeal discomfort, dizziness, myalgia, weight decreased and haematoma outcome was unknown. The reporter provided no causality assessment for abdominal pain, metrorrhagia, menometrorrhagia, dyspareunia, vulvovaginal dryness, loss of libido, dyspepsia, the first episode of musculoskeletal pain, syncope, injury, fatigue, malaise, dizziness, general physical health deterioration, headache, sexual dysfunction, gastrointestinal disorder, food intolerance, arthralgia, myalgia, pain in extremity, facial pain, migraine, the second episode of musculoskeletal pain, paraesthesia, vulvovaginal mycotic infection, nausea, abdominal pain upper, abdominal distension, constipation, the second episode of amnesia, balance disorder, initial insomnia, middle insomnia, the third episode of amnesia, disturbance in attention, aphasia, vision blurred, dry eye, weight decreased, pelvic pain, haematoma, ear disorder, nasal disorder and oropharyngeal discomfort with essure (ess205). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 25-apr-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1031 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: lot number: 509345, manufacturing date: 2005/11/2, expiration date: 2007/11. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2017: consumer added via (B)(4): history of breast cancer. Newly reported events: progressive onset of digestive symptoms, functional digestive signs, heel pain, recurrent facial pains, migrainous headaches, incapacitating right scapular pain with paraesthesia in right upper limb, vaginal fungal infections between 2007 and 2014. Starting in (B)(6) 2016, exhaustion, constant feeling of faintness with extreme fatigability, nausea, gastrointestinal problems including epigastric pain,bloating and constipation (leading to disclosure of food intolerances). (Unexplained fainting) with loss of consciousness (due to cardiovascular problem), post-episode amnesia and accompanying trauma, loss of balance, sleep disturbances, i.e. Difficulty falling asleep and nocturnal awakening, loss of memory, difficulty concentrating, difficulty finding words, intermittent blurred vision with almost constant feeling of dry eyes, weight loss, pelvic (or abdominal) pain, haematoma, ent (ear nose throat) signs. On 24-mar-2017: (B)(4) number confirmed. Company causality comment: this spontaneous medically confirmed case report was received via regulatory authority and refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had abdominal pain. Removal of device via total hysterectomy was scheduled. This event is anticipated in the reference safety information for essure. Abdominal pain may have multiple causes, including gynaecological and non-gynaecological etiologies. In the present case, patient also had digestive symptoms and major dyspepsia which could have contributed to the occurrence of abdominal pain. Nevertheless, given the nature of the event abdominal pain, a causal relationship with essure cannot be totally excluded. Non-serious events were also reported. This case was regarded as incident since device removal is planned. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the (B)(6), device vigilance database via legal proceedings. Following receipt, bayer consulted (B)(6) in order to obtain the relevant case reference number information. On march 24, 2017, (B)(6) provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Event description:
This case was reported via (B)(4) (reference number: (B)(4)) on 26-jan-2017. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who received essure (ess205) (batch no. 509345). The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient started essure (ess205). In 2006, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), menometrorrhagia ("menometrorrhagia"), dyspareunia ("dyspareunia"), vulvovaginal dryness ("vaginal dryness"), loss of libido ("loss of libido"), dyspepsia ("digestive symptoms/ major dyspepsia"), musculoskeletal pain ("joint and muscle pain"), fatigue ("chronic fatigue and feeling of exhaustion"), syncope ("recurrent fainting spells/ syncope with no aetiology found"), general physical health deterioration ("deterioration of general health status"), headache ("headaches"), sexual dysfunction ("sexual disturbances"), food intolerance ("food intolerances") and malaise ("unexplained malaises with syncope"). In june 2006, the patient experienced metrorrhagia ("metrorrhagia"). Removal of device via total hysterectomy was scheduled. At the time of the report essure (ess205) treatment was not changed. At the time of the report, the abdominal pain, metrorrhagia, menometrorrhagia, dyspareunia, vulvovaginal dryness, loss of libido, dyspepsia, musculoskeletal pain, fatigue, syncope, general physical health deterioration, headache, sexual dysfunction, food intolerance and malaise outcome was unknown. The reporter provided no causality assessment for abdominal pain, metrorrhagia, menometrorrhagia, dyspareunia, vulvovaginal dryness, loss of libido, dyspepsia, musculoskeletal pain, fatigue, syncope, general physical health deterioration, headache, sexual dysfunction, food intolerance and malaise with essure (ess205). Company causality comment: this spontaneous medically confirmed case report was received via regulatory authority and refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had abdominal pain. Removal of device via total hysterectomy was scheduled. This event is anticipated in the reference safety information for essure. Abdominal pain may have multiple causes, including gynaecological and non-gynaecological etiologies. In the present case, patient also had digestive symptoms and major dyspepsia which could have contributed to the occurrence of abdominal pain. Nevertheless, given the nature of the event abdominal pain, a causal relationship with essure cannot be totally excluded. Non-serious events were also reported. This case was regarded as incident since device removal is planned. A product technical analysis is expected.